Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy and was advised that a replacement pump would be sent with updated software incompatible with their current sensor. The caller was directed to consult their healthcare provider for a compatible sensor prescription